Manufacturer narrative:
(B)(4). Pump passed sleep current measurement, active current measurement and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within spec range. No low battery alert noted during testing or in the pump trace download. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarm confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Pump received with pillowing keypad overlay. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm after performing self test and also insulin pump keeps turning off. Customer stated insulin pump had low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.